Event description:
It was reported that the device had system audible alarm failure and broken case. No patient injury was reported.

Manufacturer narrative:
Customer reported that there was a system audible alarm failure. Both seal are intact, top case chipped on left corner, bottom case cracked by l-bracket, cracked right plunger case. Performed power up process and occlusion test, primary audible alarm bgnd test. Unable to determine who caused the problem, found no damage to speaker or interconnect board. Replaced speaker as a preventative measure, performed all functional tests which it passed.

Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A review of the event history log (ehl) identified primary audible alarm background (bgnd) test. During the functional testing was unable to duplicate the reported issue. A corrective and preventative action has been opened to address the reported issue.